Event description:
It was reported that the patient fell and sustained, a periprosthetic fracture of the femur which required revision of the left hip. Device information was illegible on explants. The surgeon stated that this was not related to device failure and will not provide any further documentation for this case.

Manufacturer narrative:
Catalog number and lot were not provided. The device was reported as an unknown citation# 3 stem. It was noted that the device is not available for evaluation due to hospital policy. The surgeon stated that this was not related to device failure and will not provide any further documentation for this case. Device not returned.